Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an alert for low lead impedance when the patient presented in clinic after receiving a patient notifier. The patient will continue to be monitored. Programming changes were made.